Event description:
Customer reported fluid leaking under the pump. At 1800, an infusion of fentanyl was started. At 1845, the pump alarmed, and the nurse noted the IV bag was empty and a puddle of fluid under the pump. When the pump door was opened, the nurse noted the inside of the pump and the IV tubing were wet. The tubing was changed and a new infusion was started. No pt harm reported and no other pt or event details available. The IV administration set was received. Investigation is on-going. A f/u report will be filed upon completion of the investigation.

Manufacturer narrative:
Manufacturer's report date: 12/10/2008. Pt info. Requested and all available info is included.